Event description:
The customer reported that: "rework for collection evacuation on pth right brace ii extra-long head: corrosion cone level al val type pseudotumor". Clinical consequences and current status of the patient or person involved: change of pth synovectomy because skin fistulization." Corrosion, pseudotumor, revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.